Event description:
A patient reported blood results of 297, 180 mg/dl and 305 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calulated difference of these glucose results exceeds the expected value of <= 20% and /or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.